Manufacturer narrative:
A ge svc rep calibrated the collimator. The system is operating as intended.

Event description:
The customer reported that the collimator iris failure error displayed at bootup.